Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 600 mg/dl and 215 mg/dl; 500 mg/dl and 215 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips. Replacement was sent.